Event description:
A journal article was reviewed which contained information regarding this lead. The article describes a clinical approach to promote an improved crt implant procedure by different angioplasty maneuvers. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: fracture, dislocation, venous occlusion, pericardial effusion and a "small dissection" of a vein. The status of the lead is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Model numbers that could be affected are 4193, 4194, and/or 4195. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿different venous angioplasty manoeuvres for successful implantation of crt devices.¿ (B)(4).